Event description:
It was reported that a patient experienced bacterial peritonitis manifested by vomiting and fever coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the day of onset, the patient was hospitalized for the peritonitis event. Beginning on the day of onset, the patient was treated with ancef intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. It was reported that treatment with ancef therapy was ongoing. Dianeal therapies were ongoing. After being hospitalized for seven days, the patient was discharged. The patient was recovering from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.